Event description:
It is alleged that the screw came out of the grasper and part of the tip was reportedly lost inside of the patient. It was reported that the doctor was able to retrieve the tip with no injurgy to the patient.